Event description:
A catheter break/kink at the distal end and filling difficulty was reported. Diagnostics/troubleshooting included a dye study. There was a fluid pocket around the pump and the fill had to be done under fluoroscopy. It was discovered during a medically necessary device replacement that there was a hole and a small kink in the catheter above the point where the sutureless connector connected to the catheter. The medically necessary device replacement was actually eri of <(><<)>3 mo, end of normal service life of the pump. There was no issue with the device other than it was close to the eri date. The device replacement had no correlation to the catheter issue. The sutureless connector itself was intact. Once the hole was discovered the physician trimmed off the segment that had a hole (6 cm) and then reconnected it to the sutureless connector, then attached the sutureless connector to the new pump. The location of the catheter issue was reported to be the proximal pump segment. Prior to the replacement there was a successful catheter access port study performed. The patient's dose was decreased from 4.350mg/day to 3mg/day today after the implant of the replacement device. Also, during the replacement the catheter was aspirated successfully. The patient status at the time of the report was indicated as alive, no injury. The patient was doing well and receiving effective therapy. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n164185, implanted: (B)(6) 2008, product type: accessory. (B)(4).